Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation along with photo and video. The provided images and video demonstrate the product outside patient. The stent is deployed outside patient, and on one image the user is about to deploy the stent on the table and the stent is partially deployed. The returned sample matches the condition on the provided images: the system is activated, and the stent is deployed. Evaluation testing: after successful flushing the guidewire gets stuck at a kink which is distal to the grip when inserted from both ends which leads to confirmed result for catheter kink and failure to advance. There was no indication of a manufacturing deficiency. Potential factors that could have led or contributed to the reported event have been evaluated and previous investigations reviewed. Use of incompatible accessories or variation in commercial guidewire sizes may be a potential factor for this type of event. Insufficient flushing of the the device prior to us or damage caused during shipping, storage, unpacking, or preparation may a further issue. In this case, the system was thoroughly flushed before use, a stiff 0.035" guidewire was in use, and a damage was not identified. A review of the lot history records was performed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Based on the information available, a definite root cause of the reported incident could not be identified. Based on provided photos and the evaluation of the returned sample, the investigation is closed with confirmed result for kink and failure to advance. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding accessories, the IFU states "0.035 inch (0.89 mm) diameter guidewire" should be used. The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. Regrading preparation, the IFU states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a portal vein stent placement procedure using the e-luminexx stent. It was reported that during use, the stent became stuck along the guide wire and could not be advanced or deployed within the patient. The device was subsequently deployed outside the body. The incident is to be reported as a damaged device. There was no reported patient injury.